Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Addendum to report: boston scientific medical records provided event analysis corrected model number information for the lead associated with this event. The correct model is 4470. The event will be updated accordingly and this supplemental report filed.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.